Event description:
It was reported the speedstitch suturing device failed to pass a suture intraoperative. The event resulted in a procedural delay of more than 30 minutes. The procedure was completed; however, the details of the method and/or techniques used were not provided. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the reported device was not available. Without a lot or serial number, no mfg or exp dates can be provided.